Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had frequent ipg charging, and difficulty charging the battery. The patient underwent an ipg replacement procedure, and the explanted device was not returned as facility would not release the explanted ipg.